Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form and opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot number. It was reported the patient was experiencing ineffective stimulation. Reprogramming did not provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2014 to reposition the lead. Effective stimulation/coverage was obtained post-op.